Manufacturer narrative:
Manufacturing and quality control data: the progav® 2.0 was manufactured by a qualified employee in november 2020. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The progav® 2.0 has a normal pressure range of 0 to 20 cmh2o. The valve was inspected as article fx673t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Visual inspection: some deposits on the product, but no damages were detected. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the progav® 2.0 was tested and is adjustable to all specified pressures. Klick force and brake function test: the brake functionality test has shown that the brake function operates as expected. However, the breaking force required was not within the given specifications. Computer controlled test: to investigate the claim of overdrainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the valve operates within the accepted tolerance in horizontal positions. Internal inspection: after dismantling of the valve, some deposits were found in progav® 2.0. Result: based on our investigation, we are detected deposits in the valve. It is possible that the deposits to a temporary compromise of the valve malfunction in the past. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shuntsystem (part # fx673t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the shunt system was believed to be operated in overdrainage, is blocked and was difficult to adjust. The patient underwent a revision procedure performed on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 4 years, height: 106 centimeters (cm), weight: 16 kilograms (kg). Same event als medwatch-no. 3004721439-2022-00279.